Manufacturer narrative:
This MDR related to the (B)(4) mfg site has been assigned a medwatch number from the medtronic (B)(4). Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported a high pitch squeal and beep from her insulin pump. Customer also mentioned that the buttons on the insulin pump were unresponsive. Customer's blood glucose reading at the time of the call was 92 mg/dl. No further info reported.

Manufacturer narrative:
All buttons are functioning properly however, found moisture damage on keypad traces during visual inspection. Insulin pump passed self test. No unexpected beeping, alarm, or squeal sound occurred during testing. Insulin pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratches on lcd window, and scratched reservoir tube window.